Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge of the crimped stent were damaged and lifted upwards from the stent profile with slight stretching distally towards the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device from the lesion site. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and mildly calcified bifurcation of the left anterior descending artery (lad) and first diagonal artery with a significant lesion bend. Predilation was performed and a promus pemier stent was successfully deployed in the lad. Then a 2.50x24mm promus element stent was advanced to the first diagonal artery however, significant resistance was encountered and it was noted that the stent was deformed. The physician then decided not to implant a stent in the first diagonal artery. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and mildly calcified bifurcation of the left anterior descending artery (lad) and first diagonal artery with a significant lesion bend. Predilation was performed and a promus premier stent was successfully deployed in the lad. Then a 2.50x24mm promus element ¿ stent was advanced to the first diagonal artery however, significant resistance was encountered and it was noted that the stent was deformed. The physician then decided not to implant a stent in the first diagonal artery. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).